Manufacturer narrative:
Investigation results: per the log review, the reported complaint was confirmed for the pump being unresponsive. The reported event could not be duplicated. Review of the log displayed there was a system error 75 on (B)(6) 2013 at 2:14:46pm the pump turned off and was powered back on. At 2:14:15pm there was a system error 123 indicating the battery had been removed. Volumetric testing: duplicated customer run of 3ml/hr with a volume of 197.2ml (drug library: furosemide). Used the customer's bag and tubing and ran the pump for 24 hours with active wireless. Testing did not result in any errors or issues. The cause of the event is unk. Performed preventative maintenance on the pump.

Event description:
Pump froze and became unresponsive. Customer complaint reported pump freezing while in use. Description: they were running a lasix drip and it froze and the pump became unresponsive. Switched out the pump. Continued the treatment, 250mg/hr = 3ml/hr vtbd - 197.2ml. Volume delivered was 32.8ml. No pt injury. Incident date: (B)(6) 2013 at 3am. Follow-up information obtained from the reporter confirmed there was no pt injury.